Event description:
It was reported that the customer was hospitalized with high blood glucose levels and large ketones. The customer's blood glucose levels were out of the blood glucose meter's range. The customer was also vomiting excessively. The customer had been experiencing high blood glucose levels for the past two days. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.